Event description:
The patient was administered IV sedation, pain medication, and general anesthesia. A total of 13 treatments were delivered. No adverse events occurred during the procedure. The patient was discharged with an indwelling catheter. At 8 days post the index procedure the indwelling catheter was removed; however, it was re-inserted. The patient was reported to be experiencing a single non-serious episode urinary tract infection (uti). The patient was administered ciprofloxacin 500 mg po bid x 10 days. The indwelling catheter was removed 18 days post the index procedure. The investigator assessed the patient uti as probable procedure and device related. Adjudication by the clinical endpoint committee (cec) assessed that the patient uti symptom as possible device and treatment related.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause(s) and controls for complaints related to the clinical event were identified. Based on review of the information available an assignable cause of no problem detected was assigned to this investigation.

Event description:
The patient was administered IV sedation, pain medication, and general anesthesia. A total of 13 treatments were delivered. No adverse events occurred during the procedure. The patient was discharged with an indwelling catheter. At 8 days post the index procedure the indwelling catheter was removed; however, it was re-inserted. The patient was reported to be experiencing a single non-serious episode urinary tract infection (uti). The patient was administered ciprofloxacin 500 mg po bid x 10 days. The indwelling catheter was removed 18 days post the index procedure. The uti was reported to have resolved 164 days post onset symptom. The investigator assessed the patient uti as probable procedure and device related. Adjudication by the clinical endpoint committee (cec) assessed that the patient uti symptom as possible device and treatment related.